Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed and unable to be recovered. A field service engineer followed the knowledge article fstka - how to field test enhanced fh and hh cubie drawer controllers and determined both the main half height drawer 3.1 drawer controller in the shared pyxibus module were bad. Further, the engineer replaced drawer controller board and pyxibus module controller board, launched application, upgraded firmware, tested diagnostics and configured the drawer to resolve the issue. Additionally, the engineer installed the battery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and required maintenance, several people had tried to recover the drawer and reboot the system, but nothing restored the storage space. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.